Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid fluid and abdominal pain. The same day as the event onset, the patient was treated with vancomycin injection (1gm, discontinued), reflin injection (1gm, discontinued), amikacin injection (100mg, discontinued) for peritonitis. On an unknown date, the patient began treatment with imipenem injection (1gm, ongoing) for peritonitis. Approximately two months after the onset of peritonitis, the patient recovered from the peritonitis/ turbid fluid/ abdominal pain. The dose of dianeal 2.5% was increased and pd therapy was ongoing. Patient retraining in aseptic technique was also completed. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-03208. All information can be found under manufacturer report number 1416980-2023-03208. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.